Manufacturer narrative:
The actual device was not available for evaluation. The set component affected by the reported leak, the access post-pump pod, is manufactured by a vantive external supplier. A batch review was not conducted as the lot number was unknown. The reported condition was verified. The cause of the pod defect was determined to be related to supplier manufacturing, and the issue is being further investigated. Nonconformance records have been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external blood leak was observed from the input pressure sensor of a prismaflex m150 set during continuous renal replacement therapy. Treatment was discontinued and the blood was not returned to the patient. The reported blood loss was approximately 200ml. There was no report of medical intervention associated with this event. No additional information is available.